Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
Cmpl-(B)(4). B5: describe event or problem - additional. H2: additional information. H6: event problem and evaluation codes - additional.